Event description:
Information was received that during bench testing of this smiths medical cadd solis vip pump, the pump exhibited ec41781 and constant beeping. No patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion seal. Event log history was performed and indicated that system fault 41,781 occurred 2,816 0 0 3 was recorded in history. During analysis, the reported issue was able to be duplicated. The device was found to have an error code 41781 on the screen display but found no constant beeping during power up. The error code 41781 indicated a problem with the microprocessor board. It was found that a faulty microprocessor board is the root cause of the issue. Service replaced the microprocessor board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.